Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08760 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The off no power alarm functions properly. Device uploaded properly using carelink. Device was monitored for 2 days. No unexpected low battery alarm, unexpected off no power alarm or charge/battery anomaly noted. Device had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 619 mg/dl. The customer was treated with insulin drip, insulin pump, emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer allege insulin pump was under delivering. Customer stated drive support cap appears normal. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis and reservoir will be returned for analysis.